Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a pocket revision procedure due to device migration and some erosion at the implant site. There was fluid and puss noted in the pocket. No adverse patient effects were reported. Subsequently, the device eroded again and the lead was surgically abandoned.